Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-jul-2019 with the following findings: a review of the pump alarm history showed frequent low battery warnings. During investigation, the pump electrical current draws were tested and were within specifications. The complaint of a battery life issue was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed a crack in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging a power (battery life) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.